Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2023-03396 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including bench handling, impedance testing and defib cycling without duplicating the report.an internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable was returned for evaluation; no discrepancies were found during testing. The electrode pads were not returned and could not be evaluated. Analysis of reports of this type has not identified an increase in trend.